Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not deploy from the catheter.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed(B)(6) 2023. During the procedure, the clip was difficult/unable to deploy. The procedure was completed with another mantis clip. Despite good faith efforts no additional information has been provided. There were no patient complications reported as a results of this event.